Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, arm 3 was not recognizing the drapes. The customer tried multiple drapes and sterile adapter with no change. The customer then cycled the universal surgical manipulator (usm) pressure pins, but the issue remained. The current procedure can be completed as planned with 3 arms. There was no injury reported.